Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the blood filled the tubing but would not flow to the tubes. Then, they tried to remove the rubber end of the needle and could not disconnect the opposite end of the butterfly as it would not twist off. No patient impact reported

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.4: the initial reporter notified the FDA on 29-nov-2024. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the blood filled the tubing but would not flow to the tubes. Then, they tried to remove the rubber end of the needle and could not disconnect the opposite end of the butterfly as it would not twist off. No patient impact reported.